Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, the right ventricle lead exhibited over-sensing noise. No intervention was performed. Patient was stable.